Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated. Section d4: primary unique device identification (UDI) number - the unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
It was reported that patient experienced increased recharge burden. Patient recharges every day, twice per day. When fully recharged the ipg does not provide at least 24 hours of therapy. Surgical intervention may be undertaken to address this issue.